Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/6/16 with the following findings: cgm history shows ¿cs206¿ cgm transmitter out of range warnings on (B)(6) 2016. ¿cs206¿ warning is defined as pump and sensor/transmitter are not within 12 feet of each other. Cracked battery compartment from case seal to left side of grip pad. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any eaw occurred during the investigation, unable to duplicate ¿cs260¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 8/12/06.